Event description:
The reporter indicated the surgeon was inserting a cc4204a collamer aspheric single piece lens and the lens was being scratched. No more information was provided.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.(B)(4): lens not returned.